Event description:
Reporter indicated that vns pt's device was found to be inadvertently programmed to 0ma output current instead of to prescibed parameter, resulting in a loss of therapy to the pt. The pt's device was reprogrammed to prescribed setting. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating neurologist (via telephone x2). User error during previous programming session is suspected.